Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15088. It was reported, the pt is without stimulation after accidently turning his scs off and was unable to turn it back on. Diagnostic testing revealed invalid impedance readings on several lead contacts. Reprogramming was unable to resolve the issue. X-rays were taken and revealed a lead migration. Add'l x-rays were ordered to check if the lead pulled out of the header as the next course of action.